Manufacturer narrative:
(B)(4)

Event description:
It was reported that during a merlin.net transmission low impedance was noted, an insulation anomaly was noted, the patient also complained of syncope. The lead was capped and replaced successfully.